Event description:
It was reported that the buttons are not responding on the customer's insulin pump. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 72 mg/dl. Nothing further was reported.